Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar complaints from the reported lot. All available information was investigated, a definitive cause for the reported unintended movement (clip open while locked) could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report that after deployment, the clip opened a bit further. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade of 4. The first clip delivery system (cds) was advanced to the mitral valve and the clip was deployed successfully in a3/p3. After clip deployment, fluoroscopy showed that the clip had opened a little. The leaflets remained grasped. A second clip clip was implanted, reducing mr to 1-2. There were no other issues noted. There was no adverse patient effect. There was clinically significant delay in the procedure. No additional information was provided.